Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective generator replacement procedure. Upon opening the pocket, a suspicious substance was observed in the pocket and cultures were taken. The device was removed and replaced. The patient was in stable condition.